Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg over 600 mg/dl). Ketones were moderate. Customer was vomiting. Pump supplies were changed multiple times. Pump system check was performed with tandem technical support; no device issue was identified. Upon follow up, contact alleged pump was the cause of the continued elevated bg. Customer resumed pump therapy using another tandem pump and bg's lowered and have been "fine".